Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information indicated that after the second placement of this lead with poor numbers, the helix would not retract after multiple turns with fixation tool. The lead was never in service and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted, and dried blood was noted in the helix housing. A stylet insertion test passed without issue, indicating no blockage in the lumen. The helix mechanism was fully functional. Analysis indicated that the allegation against the lead was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information indicated that after the second placement of this lead with poor numbers, the helix would not retract after multiple turns with fixation tool. The lead was never in service and will be returned. No adverse patient effects were reported.